Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that a discordant, falsely elevated glucose (glu) result was obtained on a patient sample on a dimension vista 500 instrument. The customer also reported that the quality controls (qcs) were within acceptable ranges on the day of the event. Siemens reviewed the instrument files and did not find any process error. Siemens remotely cleaned the aliquot probe, probe guard and drain. Siemens also flushed the drain with water and bleach, primed the aliquotter, ran check 1, resulting acceptably. The customer repeated the affected sample after maintenance was performed on the instrument and the results recovered comparably to the results obtained on the alternate dimension vista instrument. The glu result obtained on the initial instrument, post maintenance was 101 mg/dl. The cause of the discordant, falsely elevated glu result is unknown. The instrument is operating within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated glucose (glu) result was obtained on a patient sample on a dimension vista 500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, resulting lower. The repeat result was reported, as the correct result, to the physician(s).there are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated glu result.